Manufacturer narrative:
The insulin pump was returned with blank display due to total moisture damage on the electronic and motor assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump has moisture under the lcd screen. The customer stated that he could not read the screen at first because it is foggy. He stated the device was not dropped or bumped and did not have cracks. Blood glucose value was 166 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.